Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2011-00098.

Event description:
It was reported that: "the poly in the cup was worn. Osteolysis around cup. Dr took out cup and liner. He replaced components with tritanium cup and 36mm liner replaced femoral head with a new 36mm head."